Event description:
In 07/2001 gliatech rec'd a letter from the FDA indicating that a report was rec'd through the FDA medwatch medical products reporting program. All identifying info has been redacted in the copy provided and is as follows: after having prior lumbar surgery surgery on xxx, l4-5 right side laminotomy/discectomy, on xxx a second lumbar surgery was performed resulting in bilateral laminectomy/disectomy at l4-5. Due to the "exuberant amount of scar tissue" "it was elected to place adcon-l into the epidural space bilaterally". Immediately following surgery pt had increased swelling and intense cramping and pain that lasted approx 3 weeks, after the inflammation decreased pt had severe seizure like spasms down entire spine and bilateral legs. Pt was diagnosed with "spasmodic scoliosis" secondary to the spasms. To date pt's spasms have decreased but still has scoliosis which limits normal functional abilities.